Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes. Reprogramming was attempted but unsuccessful in restoring adequate therapy. A revision procedure was performed, and the leads were replaced to restore therapy and MRI compatibility.